Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The angio-seal device was not returned for evaluation. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is likely that a non-deployment event occurred due to an obstruction of the distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cardiovascular medicine. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: after the device was inserted into the artery, when the device/sheath assembly was withdrawn, the anchor was not positioned against the vessel wall and the device/sheath assembly was withdrawn together; shuttling occurred. Manual compression was therefore applied to achieve hemostasis. The procedure before deploying the device was permanent pacemaker implantation (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 french. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7 mm. The estimated blood loss count was less then 250 cc.